Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Met with the rt and discussed issues, could not identify the pacs related error. System successfully completed 2d/3d images and was able to sent to pacs with no problems. The door cable counter had exceeded the limit, performed inspection and counter was extended for them to continue use. A cable assembly was ordered. The medtronic representative returned to the site and installed upgrade cable/winch assembly. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. The device was returned to the manufacturer for analysis. The winch assembly was found to have a frayed cable. Physical damage failure mode related to a damaged and cut cable. This event was identified during a retrospective review as discussed with the FDA (B)(4) office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A radiologic technologist (rt) reported that she was attempting to send images to pacs and received a warning message on the imaging system. Exact warning message unknown at the time of the call. She was still able to successfully send the images to pacs from the imaging system. After sending the images to pacs she received another message stating that the door winch assembly may need to be serviced. Issue did not occur clinically. There was no patient present when this issue was identified.